Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a doctor left the leads in place after explanting the implantable neurostimulator (ins). The patient was complaining that she could feel them around her bra line, it was uncomfortable and irritating, and she wanted them removed as well. A lead explant was planned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See MFR. Report 3004209178-2013-15627 for information about the ins explant.